Manufacturer narrative:
The device history record (DHR) was reviewed, and no exception was recorded during production of this lot. The DHR indicated that the coefficient of friction was meeting the specification when it was first produced, it was noted that the cof was found to deteriorate through time usually in storage. This appears to be an inherent characteristic of the shoe cover. The root cause for the deterioration cannot be identified at this time. Currently, there are no documented criteria for coefficient of friction. As a result, cardinal health has utilized the osha guidelines for floor conditions to be slip-resistant and have a static coefficient of friction (scof) value of 0.5 or greater. Cardinal health has an internal coefficient friction of 0.68. Historical trending was done and this is the first report of slipperiness in the past twelve months for this catalog number. The complaint was fed back to the relevant section of production for awareness. A refresher training session was conducted for the operators to ensure they strictly comply with the specification and production methods. A CAPA project was raised to analyze the cause of the deterioration and the action needed to contain and correct the issue. At this time, no additional corrective actions will be taken, but we will continue to monitor complaints for trends of this issue.

Event description:
While wearing the shoe covers, a nurse fell and crushed her elbow. She turned to the right and her feet flew out from under her to the left. The floor was dry. She required surgery and is expected to be off work for several weeks.